Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four events were reported for this quarter. Four devices were received for evaluation. Four events were confirmed during testing. Two devices were found to be affected by disassembly and missing components. Two devices were found to be affected by disassembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device disassembled. Four events had no patient involvement; no patient impact.